Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. Review of the event history log revealed some instances where the auto-restart event didn't follow the downstream occlusion alarm; instead those instances showed a manual clearing of the alarm before the pump would proceed with infusion. In all such cases, the infusion initiated at the same timestamp or a minute after the downstream occlusion alarm occurrence, therefore these findings cannot serve as evidence toward customer allegation. The reported problem 'when patient bends arm, alerts for occlusion but doesn't stop until restarting' was not assessed for during evaluation. The device will undergo release testing prior to shipment to ensure device is in full working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alerts for occlusion when patient bends arm, but doesn't stop until 'restarting'. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.